Event description:
It was reported that prior to use with the bd vacutainer® blood transfer device holder with female luer adapter, 3 cartons were missing case labels. There was no report of patient impact.

Manufacturer narrative:
E1. (B)(6). H6. Investigation summary: bdj received 3 case cartons for investigation. The samples were evaluated by visual examination and the indicated failure mode for missing case and barcode labels with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing case and barcode labels. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.